Manufacturer narrative:
(B)(4). The site has indicated that the incident sample has been discarded. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that the pt experienced temporary recurrent laryngeal nerve (rln) issues (hoarseness) which continued several weeks post-operatively. No permanent damage and no additional treatment necessary. Pt is said to now have no vocal issues but some slight minor rln response. The surgeon has stated that he believes this is a technique issue and not related to the device itself.